Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose value of 100 mg/dl to 500 mg/dl on (B)(6) 2017 at 6:40 pm. Drive support cap appeared normal (slightly indented). The customer experienced symptoms such as headache, nausea, frequent polyuria. The customer was treated with insulin drip. High pressure test result: alarm went off. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.